Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced non auditory sensation with device use as well as poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved. The results of an x-ray indicated extracochlear electrode array placement. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(6) 2016.